Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Technical services reviewed the log file and observed no external power events on 04dec2020, low power hazards alarms, and emergency backup battery usage on (B)(6) 2020. These were caused by power to the mobile power unit (mpu) being briefly interrupted. Per the vad coordinator, the mpu is currently operational and that the device would not be sent in for evaluation, but instead replaced for instructions for use (IFU) product life at follow-up appointment. The mpu does have a v-lock connector on the a/c power cord. The patient denies the power cord coming loose at the wall/outlet or back of the device and does not recall any environmental circumstances that would have affected a/c power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The log files contained 17 days of data (on (B)(6) 2020 per timestamps). On (B)(6) 2020 at 6:26, the voltage across both power cables dropped simultaneously from the expected 12v down to 0v in approximately five seconds activating the no external power alarm. The alarm cleared once power was restored. On (B)(6) 2020 at 23:56, a similar sequence of events occurred; the power was restored before the voltage reached 0v, so only the low power hazard alarm activated. Both these events occurred when the controller was connected to the mobile power unit as a power source and appear to be related to a loss of ac power to the mobile power unit. These events did not affect the controller¿s ability to run the pump at the set speed. The mobile power unit, (B)(6), was not returned for evaluation. Provided information indicated that the patient is utilizing a v-lock ac power cord and is unaware of how the alarm activated. The root cause for the loss of ac power was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook was available for use at the time of the event. Section 3, entitled ¿powering the system¿, gives instructions on how to use the mobile power unit. Section 2, entitled ¿how your heart pump works¿, instructs you to not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Section 5, entitled ¿alarms and troubleshooting¿, instructs patients to call the hospital immediately if they see a no external power or a low power hazard alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed that the mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.